Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, it was noticed that the vh-3200 btt balloon had disintegrated and was falling off. The harvester checked for any detached pieces in the leg, but could not determine if any were detached. No replacement kit was needed since the procedure was already completed. There were no patient effects. Product is returning.

Manufacturer narrative:
Maquet has not yet received the device. We will continue to pursue the receipt of the device and a follow-up report will be sent when the investigation is completed. (B)(4).